Event description:
On (B)(6) 2013, the reporter contacted animas and alleged her daughter woke up that morning with a blood glucose (bg) of 594 mg/dl, a stomach ache and headache. She went to bed last night with a bg of 90 mg/dl. Mom states it took multiple syringes, boluses with the pump and temporary basal adjustments in order to get the bg to return to target. Mom called the health care provider (hcp) for assistance with clinical recommendations for high bg and hcp advised her to call to rule out the pump. Mom has been giving syringes today to get bg back to target: the same insulin in the syringes as was in the pump. Customer technical support (cts) reviewed pump and found a low cartridge warning last night and then at 2:50 am, an empty cartridge alarm. The alarm was set to vibrate, and the patient slept through the alarm then woke up with high bg. The pump was not primed until 7:46 am. No other issues were found on review. Mom did not realize the daughter was off the pump for so long due to empty cartridge alarm. Cts found no malfunction with the pump and attributed the hyperglycemia to user error. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia as a result of not responding to the empty cartridge alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the black box indicated that the data for the time of the complaint was overwritten due to pump use and is unavailable for review; the black box data available started on (B)(6) 2013. There were no errors, alarms, or warnings related to the complaint observed in the current pump history. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A ¿replace cartridge¿ alarm was reproduced for investigation, and the pump emitted the appropriate audio-visual alerts. No defects were found on investigation.